Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units has low battery warning with new and known working pad-paks.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The history log showed the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The pad-pak was removed. The pad-pak was reinstalled on the (B)(6) 2016 and the device failed several self-tests due to a low battery. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to capacitor failure. The capacitor was found to have vented, although it is suspected this happened during the investigation, the high current leakage would have been gradual and was likely responsible for the low battery warnings recorded.